Event description:
A report was received that the patient was unable to charge the ipg or clear an error code on the remote control (rc). The patient had been defibrillated in the past and since experienced poor charging and communication. An ipg replacement has been recommended.